Event description:
It was reported that the patient complained of tiredness at a routine six-month follow-up. The patient worked as an electrician. Bipolar and unipolar lead impedances were >2500 ohms. There appeared to be capture in the bipolar configuration but not in unipolar. Stored egms showed noise and inappropriate mode switches on the pulse generator. Lead fracture was suspected. The pulse generator was repro- grammed to vvir pending lead replacement.